Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00132.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and pod packing coils (podjs). During the procedure, the physician successfully placed 15 ruby coils and podjs using the lantern. The physician then felt resistance and was unable to advance the lantern further into the splenic artery past some tortuosity. Therefore, the lantern was removed, and a new lantern was successfully placed with the same non-penumbra sheath. It was reported that the tip of the lantern appeared to be bent after removal. The physician then successfully placed multiple coils. The physician then attempted to place a podj, however, the podj unintentionally detached while being advanced out of the tip of the lantern. Therefore, the physician used a snare device to remove the detached coil. The procedure ended at this point as the existing packing density was sufficient. There was no report of an adverse effect to the patient.